Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Testing revealed the device is not functioning.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a cut electrode and damage on the epoxy header prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that one resistor had a corroded trace. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of the hermetic seal. This is concluded from the residual gas analysis and dye penetrant data moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance values of one resistor this ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.